Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not feeling stimulation in the right areas. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Sc-2317-50/sn: (B)(4). Device evaluation indicated that the complaint was confirmed. Eight cables were fractured at the kinked sections of the lead body where a clik anchored, but no cables were exposed at the site. Sc-2317-50/sn: (B)(4) device evaluation indicated that the complaint was confirmed. The lead body was tightly looped, and fifteen cables were fractured at the kinked sections of the lead body where a clik anchored, but no cables were exposed at the site. Sc-1132/sn: (B)(4) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.